Event description:
The customer contact reported an operator error in programming the device which resulted in the patient receiving more medication than intended. At 1600, line a of the device was programmed in the dose calculation mode to deliver angiomax (250mg/250ml) for a duration of 17 minutes resulting in a calculated rate of 794ml/hr instead of the intended rate of 17ml/hr and the delivery was started. At 160, during a routine patient assessment, the nurse noted there was only 50ml remaining in the angiomax container and the delivery was stopped. The physician was notified and patient labwork was ordered. The initial patient labwork results were reportedly, "way off" and the angiomax therapy was discontinuted. There was no medical interventions. On 05/05/2006 at 0400, the patient labwork results were reportedly "within normal limits." There were no reported advese patient sequelae. The device was not removed from clinical service at the time of the event. Though requested, no additional information was provided.